Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip opened during the first established final arm angle (efaa). Troubleshooting was performed but clip continued to open. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.